Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions on how to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears.